Event description:
While attempting to remove peripherally inserted central venous catheter from infant, tip appeared to break off as catheter was removed. Tip had to be surgically removed. Patient tolerated procedure well. (Actual pt weight is 766 grams.)